Event description:
It was reported that during an implant procedure, the driver began to free spin after the spacer had opened half-way. The physician then removed the device and noted the washer had become detached. The procedure was completed and the patient fully recovered post-operatively. The facility disposed of the device; therefore, device analysis could not be completed.